Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain. It was reported there was poor telemetry or no telemetry with recharging. The patient reported that stimulation intermittently does not provide the relief at all when it is needed. There was poor coupling. The patient last charged about 2 months ago or longer. The patient has not charged because once she had overstimulation. The patient reduced the stimulation and that resolved the overstimulation. The patient also stated she did not charge the ins because intermittently the stimulation does not provided the relief at all when it is needed. The patient was redirected to their healthcare provider (hcp) to address possible overdischarge. No further complications were reported/anticipated.